Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer stated that she was running over 600 mg/dl all night during the week. The customer stated she is on her 3rd stage of kidney failure and she is afraid that she will have a stroke. The customer stated that her high blood glucose readings began after a set change. The customer stated that she realized she was using expired insulin. The customer stated that she felt pressure in her head and she was unsteady in her feet. The customer bloused and treated herself with a manual injection. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to call back if issues persist.